Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured. It was also noted that the intravascular ultrasound (ivus) has no image. The procedure was completed with another of same device. There were no patient complications. Patient was stable.